Manufacturer narrative:
(B)(4). The reported event was confirmed by visual examination of the returned device. The suture lines and anchors are not attached to the handle and the tips of the instrument portion have fractured and not all pieces were returned. Inspection of the anchors on the suture line found no damages. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Report source: (B)(6). Multiple reports are associated with this event: 0001825034-2022-01183.

Event description:
It was reported that during surgery, the anchor implant pulled out of the tissue. The surgeon was able to use another device with no impact to the patient. Upon the return of the device, it was also identified that the inserter tip had fractured. There is no additional information.